Manufacturer narrative:
(B)(4) this report for a system error 2240 was not confirmed due to unavailable sample, therefore, a root cause could not be determined. The batch review revealed no problems during the manufacturing process and no deviations from standard procedure. The results of a label review revealed that there is adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm displayed on the homechoice (hc) machine during dwell 3 of 4. The patient found one of the supply bags had become disconnected. The technical service representative (tsr) suggested to the home patient (hp) to contact the nurse in the morning. Product surveillance contacted the nurse on (B)(4) 2010. According to the nurse, the patient did not notify her of this event. The nurse was concerned that this event has occurred and the patient did not notify her, however, the patient has been seen since this event and has resumed therapy. There was no patient injury or medical intervention associated with this event.